Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that at 8:45pm on (B)(6) 2018, she obtained an alleged inaccurately high blood glucose result of ¿239 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. She indicated that after obtaining the alleged inaccurately high result, she administered increased doses of insulin; novolog increased from 10 to 15 units, and levemir increased from 30 to 35 units. She stated that about 15-20 minutes later, at around 9pm on (B)(6) 2018, she felt ¿dizzy and almost passed out¿. She reported that her son made her drink some ¿coke peppermint¿ to treat her symptoms. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution test to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Dizzy and almost passed out requiring third party assistance, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering increased insulin.